Event description:
Follow up information received identified all patient symptoms have resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of pain at her right lower chest area after the drg system trial procedure. Reportedly, the patient developed chest pain and went to the ER. The patient was examined at the ER but no issues were found and the patient was sent home. Subsequently, the patient's trial lead was removed as scheduled. However, the issue persisted even with the lead removed. The patient was reportedly given an epidural injection for the pain.